Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that one pen needle was clogged during the flow check. Verbatim: consumer reported found 1 pen needle from this new box clogged during flow check. Lot #: 0203822catalog#: 320550date of event: 01/29/2021samples status awaiting sample".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. Investigation summary: customer returned (3) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that one pen needle was clogged during the flow check. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that one pen needle was clogged during the flow check. Verbatim: consumer reported found 1 pen needle from this new box clogged during flow check. Lot #:0203822, catalog#: 320550. Date of event: (B)(6) 2021 samples status awaiting sample".